Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7051243.

Event description:
It was reported that the patient developed an infection. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.